Event description:
Around 1600 in 2005, the patient developed a sudden unexpected dramatic fall in blood pressure to 30/40 mmhg. This rose with epinephrine to 200 systolic. It fell again to a pressure of 40. CPR was initiated and the patient was returned emergently to exploratory surgery. In the or, the patient's grafts were functioning normally, and it was later determined through investigation that the patient had been administered a large dose of nitroglycerin through the IV pump.